Manufacturer narrative:
Diabetes mellitus, hypertension, hyperlipidemia, history of transient ischemic attack (tia), gastroparesis, nephropathy, asthma, hypoglycemic unawareness, history of recurring hypoglycemia.

Event description:
On 18-mar-2025, the manufacturer was notified that the user experienced a severe low blood glucose (bg) event (bg 41 mg/dl). The user required assistance from a family member to recover. Emergency medical services (ems) were not ultimately required.